Event description:
It was reported that the burr sheath was torn. A percutaneous coronary intervention was being performed on a severely calcified, moderately tortuous, 90% stenosed lesion. A rotapro 1.25mm and rotapro 1.50mm were being used for treatment. After three minutes of rotablation using the rotapro 1.25mm, the physician decided to swap to the rotapro 1.50mm. Upon removal, the physician noticed that the catheter sheath of the burr was torn approximately 20cm from where the burr connects to the advancer. The physician swapped to the rotapro 1.50mm and continued the procedure. After another minute of rotablation the physician again noticed a tear in the catheter sheath of the burr approximately 20cm from where the burr connects to the advancer. The physician removed the rotapro 1.50mm and used another of the same device. The procedure was completed successfully using this new device. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the sheath was torn at 21cm from the burr housing strain relief. Product analysis confirmed the reported event, as the sheath was torn at 21cm from the burr housing strain relief.

Event description:
It was reported that the burr sheath was torn. A percutaneous coronary intervention was being performed on a severely calcified, moderately tortuous, 90% stenosed lesion. A rotapro 1.25mm and rotapro 1.50mm were being used for treatment. After three minutes of rotablation using the rotapro 1.25mm, the physician decided to swap to the rotapro 1.50mm. Upon removal, the physician noticed that the catheter sheath of the burr was torn approximately 20cm from where the burr connects to the advancer. The physician swapped to the rotapro 1.50mm and continued the procedure. After another minute of rotablation the physician again noticed a tear in the catheter sheath of the burr approximately 20cm from where the burr connects to the advancer. The physician removed the rotapro 1.50mm and used another of the same device. The procedure was completed successfully using this new device. No patient complications resulted due to this event.